Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. However, all product and batch history records are quality reviewed prior to product release, ensuring that all products on the market fulfill the relevant requirements. Since the complaint was opened based on an article in scientific literature, no sample is available to be provided to the responsible site for an in-depth investigation. Due to the nature of the article published in scientific literature, information required to perform a proper complaint investigation is not made available. Therefore, the root cause of the events included in the article could not be identified. The manufacturer internal reference number is: (B)(4).

Event description:
A literature study was included 80 participants, of whom seven three patients completed all follow-up assessments the system was used to create a corneal flap it led to significant corneal nerve damage and reduced sensitivity and incomplete recovery even after one year after refractive surgery. Citation: from the department of ophthalmology, peking university third hospital, beijing key laboratory of restoration of damaged ocular nerve, peking university third hospital, beijing, china (lz, yzhang, hyd, bkm, yzhou, ygc, hq); the department of ophthalmology, guangdong provincial people¿s hospital (guangdong academy of medical sciences), southern medical university, guangzhou, china (ty); and institute of medical technology, peking university health science center, beijing, china (jwc, hq).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).